Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 23:14:57 on (B)(6) 2025. At 06:20:29 on (B)(6) 2025, an arrhythmia was detected. ECG shows asystole. At 06:21:19, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and flutter waves contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm. At 06:25:02, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 06:26:08, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and flutter waves contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm. The device was shut down at 06:26:39 on (B)(6) 2025.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.